Event description:
The pt reported charging issues between the implant and the external equipment. An advanced bionics rep performed device eval. The problem was not confirmed. The surgeon has given the pt the option to replace the implant at a future time.